Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) had just got back from her healthcare provider (hcp) and they changed her program, but shortly after leaving she started experiencing electrical pulses every 6-9 minutes, later pt said every 6-10 minutes. Pt said she wanted to change it and it won't let her. Patient services with pt and her patient programmer and pt's ins was on/ok 2.50 d 2.50. Pt said she encountered lower limit when trying to decrease on the right before calling. Pt tried to decrease on the left and encountered lower limit. Pt said prior to changing the program she had been on b. Pt wanted to change back to b and was successful. Pt said, "you can tell by my voice this is better." Ps provided additional resources and pt will also follow up with hcp. Additional information was received from the consumer reporting the circumstances that led to the electrical pulses was change in pr ogramming/mapping. The issue was not resolved and they went back to old program.